Event description:
It was reported that a balloon rupture occurred. The 70-80% stenosed target lesion was located in the fistula. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured before reaching 8atm. The device was safely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.